Event description:
The customer contact reported no flow. The tubing set was to be used to deliver an unspecified volume of an unspecified blood product. The customer contact indicated that during gravity priming using normal saline prior to pt use, the customer contact reported that solution barely passed the blood pump bulb of the tubing set. The customer contact reported that when the blood pump bulb was squeezed, an unspecified volume of air and solution went backwards into the fluid container and reportedly the whole thing fluid locked. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.